Event description:
The manufacturer received information alleging an error code related to the internal battery function was observed. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.